Manufacturer narrative:
Additional narrative: event date: unknown event date; unknown when infection/non-union began. 510k: this report is for an unknown locking screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022, a tibial nail was removed due to infection and non-union. An external fixator will be placed because of a possible infection. The patient did not experience a post-op device malfunction. This nail was originally implanted in (B)(6) 2021. During the reaming process, during the revision, they attempted to bend the tip of a 2.5 reaming rod and the tip broke off. Another reaming rod was opened, and surgery was successfully completed. This (B)(4) will capture the post op event where there was a device removal due to infection. While (B)(4)was created to capture the intra op event in which during the surgery the tip of a 2.5 reaming rod and the tip broke off. This is report 5 of 7 for (B)(4). This report is for an unknown locking screw.